Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The mother reported that the patient was hospitalized for 6 days around the beginning of (B)(6) because he was not feeling well and would not stop throwing up. The doctors could not figure out the issue/could not find anything wrong. The patient's white blood cells were high and the mother believed it was due to an infection that went away. Treatment included suspending insulin for 3 days, before they put the pod back on, and morphine for pain. The patient was on a liquid diet, giving him (B)(6) and cubed bouillon, then would monitor him. The patient's mother was not saying that the omnipod caused the hospitalization; she really does not know because they could not determine what was wrong with the patient.